Manufacturer narrative:
Investigation results: reference code: nx056z. Device name as vega ps tibial plateau cemented t3+. Serial number n/a. Batch number 52034818. Manufacturing date 09.05.2014. Reference code device name corresponding internal notification number nx030z as vega ps femoral comp. Cemented f4r (B)(4). Nn264z as tibial obturator d14mm (B)(4). Nx043 patella 3-pegs p3 (B)(4) . Nx132 vega ps gliding surface t3/3+ 14mm (B)(4). Investigation: no products available. Therefore a failure description at the products are not possible. Pictorial documentation. There are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 2 similar complaints against the same lot number(s). Lot number 52034818(registered as leading component). Lot number 51949663(registered as involved component). Explanation and rationale: no products available and therefore it is hardly possible to determine an exact conclusion and root cause. The exact cause cannot be determined. Corrective action: for this topic (implant loosening) a product safety case (psc) was initiated.

Event description:
It was reported to aesculap inc. That a vega knee implant system was implanted during a primary surgery performed on (B)(6) 2015. According to the complainant, following the primary surgery, the patient experienced pain swelling, difficulty walking and loosening of the implant. After first revision surgery, patient continued to experience pain, swelling, difficulty walking and loosening of the implant, which resulted in a second revision surgery. The primary surgery occurred on (B)(6) 2015 with first revision in (B)(6) 2015, with another vega implant. The second revision surgery occurred on (B)(6) 2017, with an unidentified non-aesculap implant.. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4). Involved components: nx030z (ps femur cemented f4 rt), nn264z (tibial obturator d14mm, l7mm), nx043 (universal patella p3), nx056z (ps tibia cemented t3+), nx132 (ps pe insert t3/t3+, 14mm). The components listed are related to the primary surgery. It is unknown exactly which components were replaced in the first and second revision surgery. Associated medwatches: 2916714-2020-00365, 2916714-2020-00366, 2916714-2020-00367, 2916714-2020-00369.